Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sonicbeat tissue pad fell off. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was successfully completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5, d9, h3, h4 the device was returned to olympus for inspection, where the reported failure of tissue pad detachment was confirmed. During the device evaluation, the following additional reportable malfunction was identified: the root of the grasping section had broken off. Note that the broken grasping section was not returned for evaluation. Based on the investigation findings, the probable cause of the tissue pad detachment was excessive wear at the distal end of the tissue pad. This was attributed to the device being activated while grasping nothing, including instances where the user continued activating the device after tissue had already been cut. The repeated activation under these conditions caused the tissue pad to partially peel and ultimately detach due to the additional pulling load placed on the pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. During the procedure, a fragment of the device detached and fell inside the body cavity. The fragment was successfully retrieved using forceps within five minutes. No additional anesthesia was required. The device had been inspected prior to use. The intended procedure was completed using an olympus backup device.